Event description:
In 2008, the lay user/reporter, the pt's mother, contacted lifescan (lfs) alleging the one touch ping meter had lines through the display. The pt did not experience any symptoms of high or low blood glucose levels, and did not seek any medical attention. During the troubleshooting telephone call, the customer care advocate determined the meter had suffered no trauma. The meter was replaced. The pt did not suffer any injury due to the reported meter. The pt reported no symptoms or medical attention. However, as the reporter meter had lines through the display, this complaint is being reported.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received them. If either the meter or test strips are returned, lifescan will evaluate them.